Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2144983. Medical device expiration date: 30-sep-2027. Device manufacture date: 24-may-2022. Medical device lot #: 2175384. Medical device expiration date: 31-oct-2027. Device manufacture date: 24-jun-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd¿ blunt fill needles each from lots 2144983 and 2175384 had foreign matter on them. The following information was provided by the initial reporter: "complaint is for blunt fill needle - customer found 5 needles with foreign objects on needles. Various other needle hubs have black spots on needle shield or plastic hub. Customer has retained samples."

Event description:
It was reported that 5 bd¿ blunt fill needles each from lots 2144983 and 2175384 had foreign matter on them. The following information was provided by the initial reporter: "complaint is for blunt fill needle - customer found 5 needles with foreign objects on needles. Various other needle hubs have black spots on needle shield or plastic hub. Customer has retained samples."

Manufacturer narrative:
H6. Investigation summary: it was reported there were needles with a foreign object and various needles with black spots on needle shield. To aid in the investigation, four photos were provided for evaluation by our quality team. Two photos show a needle assembly with no plastic shield. The needle has foreign matter adhered to the needle. The other two photos show four packaging blisters with needle assemblies. The plastic shields have a black speck. No other defects or imperfections were observed. A device history record review was completed for provided material number 301580, lot numbers 2144983 and 2175384. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.